Event description:
It was reported that the right ventricular lead exhibited an alert for high voltage (hv) impedance above threshold. The hv vectors showed a steady gradual rise over the past year. All other measurements for the rv lead were stable and within normal limits. No intervention was performed. The patient was stable throughout and would continue to be monitored.